Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the an increase in pacing impedance and capture thresholds on the right ventricular lead. No intervention was performed. Patient was stable throughout event and would be monitored.